Event description:
(B)(4). I have severe headaches, irregular and heavy bleeding, some times two week. At a time off and on. Pain in my pelvic area, cramping. So tired all the time. Bloating and bowel issues. Moody, tenderness in my breast.